Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant" result. Customer reported that they had multiple discrepant results. Customer reported that they would receive n1 positive result that would become negative on a subsequent run. Database was reviewed by service and it was noted that fam channel was off. Field service was dispatched. Field service performed health check and normalized both readers. Field service performed cal-rack and tray alignment. Field service performed a successful qualification run. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 21may2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1717 and no additional work order was observed for the failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced a false positive for n1, and repeat testing showed the result as negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports multiple discrepant results" "customer reports multiple specimens positive for n1 but negative upon repeat."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced a false positive for n1, and repeat testing showed the result as negative. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer reports multiple discrepant results." "Customer reports multiple specimens positive for n1 but negative upon repeat."